Event description:
It was reported that the patient bladder was ¿action up¿ and the patient had botox last month (B)(6). It was reported that the stimulator was not working for the patient and it cut the quality of the patient life style down. It was noted that the patient drinks a little bit of water and it comes right out. The patient can barely locate the stimulator. It was winding down in the patient butt. It¿s shocking for a couple of years when the patient sits a certain way or moves. It was reported that the patient came down with breast cancer and when they pick up stuff the stimulator pulls on their back and it hurts. The patient mentions she can¿t climb stairs and the pain was running down the right leg and it¿s numb/paralyzed. The patient noted since implant the patient was having issues with the stimulator. The patient could hardly sit up and they sent the patient home with a pillow. The healthcare provider changed the stimulation and it was too high and it helped with the pain. It was noted ¿after that another issue came up and something is going wrong and I can't wait to the point I can't walk anymore." It was noted that the patient asked the healthcare provider for pain medication because of the pain. A shocking or jolting sensation was reported.

Event description:
Additional information received indicated that she had been sitting on the toilet because it been coming so much. It was indicated that she had a lot of leakage and that was not working .it was indicated that the hcp ended up putting botox in and that was not working. It was indicated that patient appointment was scheduled on thursday a week after the call.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v999673, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the health care provider hcp does not know why the patient was having pain. It was reported that the sometimes when patient visited the hcp it was noted that her therapy was off and that was when she was getting a lot of leakage. It was also noted that she was getting a lot of leakage even when the therapy was on. It was noted that the day prior to the call was the first day where she did not have a bad leakage in a long time. The patient reported never having therapeutic effect. It was indicated that it helped some but the symptoms are worse now. It was indicated that the symptoms became worse after that last implant which was about 2 years ago. It was indicated that the last neurostimulator (ins) was not helping too much. It was indicated that the last neurostimulator (ins) was not helping too much. It was reported that sometimes when visiting the hcp it was noted that the therapy was off and hcp stated that something was interfering. It was reported that when she was on the phone people could hear noise coming from her machine. She stated 'they can hear it roaring at times, not all the times&#39840;it was noted that she could not hear the noise and mentioned to people that she was not supposed to be on cell phone because it was a magnet. It was reported that patient came down with the breast cancer and she had to have a mastectomy. The patient was scared if hcp has to go in and replace the ins and if she would need to have another surgery. Additional information received reported that stimulation was on and when patient sat down or lied down there was pain in the butt area and kept feeling like something was digging up in there. It was mentioned that when she had bowel movements she had to go right back but other than that it was okay. It was indicated that patent was going to be getting a bone scan and was scared to get it taken out because she would probably have more issues then she does now with the stimulation. It was mentioned that patient was muffled during call and patient stated a lot of people told her that but it was the device interfering with her phone. It was reported that patient was experiencing issues with leakage, and a lot of back aches. The patient indicated that the pain was going down her right leg but other than that it has helped a lot. It was that hcp put in botox because patient was leaking badly. It was noted that just these past two days patient was getting to where she was feeling more comfortable without wearing a pad for two nights. It was noted that for the 2 nights this week she was able to go to bed without a pad and had to try because the pads are irritating. It was indicated that hcp was aware of the pain patient was experiencing. It was reported that patient had been having problem since implant over years and hoping it get better.

Event description:
Additional information was received from the patient. They reported botox and cancer again. The patient added the first time the botox worked a little, but not the second time. Their healthcare provider (hcp) wanted to do botox again, but the patient declined. No further patient complications have been reported as a result of this event.